Event description:
On (B)(6) 2012, the patient's programming history was reviewed and it was discovered that on (B)(6) 2007, a partial programming event occurred and the patient left the clinical visit at incorrect settings of output=0ma/frequency=20hz/pulse width=250usec/on time=21sec/off time=1.8min/magnet output=1.5ma/magnet pulse width=250usec/magnet on time=60sec. No adverse events were reported that were caused by this programming anomaly.

Manufacturer narrative:
Analysis of programming history.